Event description:
Pt status was post lumbar spine fusion. Pt complained of having some discomfort on the right side of the back. Original surgery was in 2001 for a one level silhouette stabilization construct at l5/s1. The implanted construct was noted visually underneath the skin. Surgery was planned to explore the area. During the surgical procedure, the rod appeared not to be completely seated in the l5 pedicle screw (part# 7022-6540-00 (6.5x40mm)). The lumbar fusion was explored and the bone appeared to be very strong and fused. The screws seemed to be seated well, and it appeared that the screws could not go in any further. The surgeon made the decision to remove the silhouette stabilization construct on the pt's right side. There did not appear to be any movement of the bone while the screws were removed.